Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 576 mg/dl. The customer stated auto mode was active. The customer was treated with insulin injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The insulin pump will not returned for analysis.